Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us, 510(k) number provided is of the device 'similar' to the complaint device. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: the evo-fc-10-11-8-b device of lot number c1478972 was returned to cook ireland on 04 sept 2018 and was evaluated in the lab on 05 sept 2018. Additional information received: uer's comment: evo's hard/elastic delivery system could worked negatively. Sales rep's comment: I don't know the situation because I was not there, but it could have been simply due to tortuous anatomy. 1. What is the reorder number of the wire guide used with this device? Piolax / 0.035 revo wave ultra hard. 2. Had a sphincterotomy been performed prior to this occurrence? Yes. 3. Had dilation of the obstructed area been performed prior to this occurrence? Asku. 4. What is the endoscope manufacturer and model number that was used? - olympus / jf-260v. 5. Please describe the location in the body where the stent was to be placed. Middle bile duct. 6. Was resistance encountered when advancing the wire guide through the obstructed area? No. 7. Was resistance encountered when advancing the stent and introducer through the obstructed area? No. 8. Was the introducer advanced through the side of a previously placed stent? Asku. 9. Please estimate amount of time the stent was in place prior to this occurrence. None. 10. Did any section of the device detach inside the endoscope or patient? No. 11. If not with the device in question, how was the procedure finished? With zilver 635. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Lab evaluation: upon evaluation of the returned device, some resistance was felt during actuation of device but the stent was able to be deployed and recaptured three times and then deployed fully. No functionality issues could be found with this device. Failure mode could not be replicated in the lab evaluation. Root cause: a possible cause for the difficulties encountered may be due to tortuous anatomy. See complaint description ¿the patient's anatomy was severy tortuous.¿ this may have led to the difficulty advancing the delivery system and the stent unable to fully deploy the customer complaint is confirmed based on customer testimony as clinical use could not be replicated within the lab. Document review: a review of the manufacturing records for evo-fc-10-11-8-b of lot number c1478972 revealed no discrepancies that could have contributed to this complaint issue. Prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. IFU review: as per the instructions for use, ifu0056-5, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". Summary: the customer complaint is confirmed based on customer testimony as clinical use could not be replicated within the lab. From the information provided, there have been no reported adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The patient's anatomy was severly tortuous. The scope was in 'push position' since it was unable to stretch the scope. The scope could have been considerably twisted. Advancing the delivery system was difficult, so a lubrication was applied to the delivery system. At the target site, the user started to deploy the stent but 'snapping sound' was heard when approx 1.5cm of the stent was deployed and further deployment became unable. He removed the delivery system with the 1.5cm of the stent deployed from the patient and replaced it with zilver 635 to complete the procedure.